Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The reportable device evaluation finding was listed in b5, the additional non-reportable findings were: the celling plate was deformed, the air/ water cylinder had no color, the suction cylinder had no color, circuit board unit in the suction connector had discoloration due to water leakage, the scope connector case had corrosion due to water leakage, the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens had a crack, the light guide lens had a crack, the universal cord had a wrinkle, no water was fed due to clogging of the nozzle, and water tightness was lost due to: damage on the suction cylinder, deformation of the plug unit, a pinhole on the bending section cover, and damage on the channel tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an air/water channel obstruction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling black rubber was found inside the nozzle. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.